Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to unintended use error where the user is manipulating the arms when the brakes are supposed to be unlocked and the arms drift due to gravity.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse verified operation of the proximal and universal surgical manipulators (usm) while draped. When the usms are moved using "lead horse by nose", the proximal and vertical brakes released. If the floor is not level, the usms will drift until the breaks re-engage. The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was using the "lead the horse by the nose" technique to raise the boom while draped and the remaining universal surgical manipulators (usm) that were draped unlocked and drifted. The procedure was completed with no reported injury.